Manufacturer narrative:
There is no known malfunction that we are aware of, however neither the pump nor the introducer was returned for evaluation.

Event description:
An impella rp was placed for support for right ventricular failure, post-pulmonary embolism and pulmonary hypertension on (B)(6). While the clinical team was removing the 23 x 30 peel away sheath, a mattress suture was placed; however it was not sufficient to maintain hemostasis. A second mattress was placed and femostop was applied. Upon arrival to cvicu, there was still continuous bleeding from the right femoral vein. The patient was brought to the operating room for repair of the vasculature and removal of the impella rp. The patient was then returned to the cvicu where she continued to bleed, requiring the administration of a blood transfusion. The patient went into pulseless electrical activity (pea) and arrested. CPR was performed however the patient expired.